Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with cold insulin. The customer indicated the might have also overfilled the cartridge but was unsure. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The t:slim user guide cautions that insulin should be at room temperature before filling cartridge. The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.